Event description:
It was reported the patient's implantable pulse generator (ipg) depleted within two years of being implanted. The patient underwent a revision procedure where the ipg was replaced. No further information has been provided despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient's implantable pulse generator (ipg) depleted within two years of being implanted. The patient underwent a revision procedure where the ipg was replaced. No further information has been provided despite good faith efforts. Additional information was received that the patient had been using moderately high rate programs, with very few changes to his treatment as he rarely had follow-up visits. Additionally, the patient had initially presented with moderate dysphagia and choking with moderate bilateral resting tremor, severe hypomimia and speech disturbances, severe akinesia, urinary disturbances, and rigidity and severe gait disturbances. The patient was then admitted to the hospital and additional testing showed the patient also had severe pneumonia; the patient underwent an urgent revision procedure where the ipg was replaced. After discharge, the patient was prescribed medication, and physical and speech therapy.

Manufacturer narrative:
Analysis of the returned ipg revealed the device was in active service for approximately twenty-three months, with an energy use index (eui) range of 15.6 predicting a lifespan of approximately thirty months per the direction for use. Additionally, analysis of the patient data extracted from the ipg showed a sudden battery drop at the time of the implant procedure, which shortened the device longevity significantly. Due to the fact that physical analysis of the ipg revealed no anomalies, a definitive root cause of the reported premature battery depletion could not be established. However, engineers have determined the proximal cause of the premature battery depletion was high voltage. High voltage is used to drive stimulation and maintain compliance voltage at the electrodes; but the cause of the high voltage could not be identified. Two potential hypotheses have been surmised regarding the cause of the high voltage: either the compliance voltage algorithm (cva) has an unknown failure mode that causes high voltage to be driven high for the required impedance load, or the impedance load was unexpectedly high and the cva correctly increased to enable the stimulation. Although, the rep reported no high impedance readings, engineers have assessed that both proximal causes are consistent with the available data. A review of the instructions for use (IFU) revealed motor problems such as postural and gait disorders, tremor, dystonia, or dyskinesia, speech or swallowing problems such as dysphasia, dysarthria or dysphagia, as well as complications of dysphagia such as aspiration pneumonia, systemic symptoms autonomic (tachycardia, sweating, increased blood pressure, flushing, fever, dizziness), changes in renal function, and urinary retention are known risks with the use of deep brain stimulation.

Event description:
It was reported the patient's implantable pulse generator (ipg) depleted within two years of being implanted. The patient underwent a revision procedure where the ipg was replaced. No further information has been provided despite good faith efforts. Additional information was received that the patient had been using moderately high rate programs, with very few changes to his treatment as he rarely had follow-up visits. Additionally, the patient had initially presented with moderate dysphagia and choking with moderate bilateral resting tremor, severe hypomimia and speech disturbances, severe akinesia, urinary disturbances, and rigidity and severe gait disturbances. The patient was then admitted to the hospital and additional testing showed the patient also had severe pneumonia; the patient underwent an urgent revision procedure where the ipg was replaced. After discharge, the patient was prescribed medication, and physical and speech therapy.